Event description:
It was reported that stent damage and stent move on balloon occurred. The patient had previously implanted stent in the lesion with in-stent restenosis. A 4.00 x 24mm synergy xd drug-eluting stent was advanced to put another layer of stent in the lesion. However, upon advancing, it got caught on the strut of previously implanted stent and it lengthened the stent. The device was removed over the wire and the stent was still on the balloon after removal. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.